Event description:
It was reported that the customer has been experiencing high blood glucose levels. Customer took correction boluses with a humalog pen and changed his placement site to stabilize his blood glucose levels.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.